Manufacturer narrative:
Additional information was requested including further patient details, but no response was received at the time of report. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the physician felt there was an issue with the elevator of the duodenoscope not working correctly during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure which resulted in a perforation to the patient. The procedure was prolonged by greater than or equal to 30 minutes and was completed with a back-up device. There were no reports of further patient harm.